Event description:
In this event it is reported that 2 reciproc blue, 4x, sterile files from the same blister broke during use. One of the broken parts could be retrieved but the other broken part could not be retrieved and was incorporated into the filling. Treatment completed.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received: we have received from customer following info: case note from customer : according to the customer, the perforation of the canal in an attempt to bypass the file was an injury t to the patient. This is a follow up for this additional information. Investigation results: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1874237). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse, excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 2199. The correct codes for this complaint are: health effect - impact code - 4641. This is a follow up report to correct this code.